Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer cribriform occluder was selected for an implant using a 8f amplatzer trevisio intravascular delivery system. During the procedure, at the time of implantation, the device did not conform in the correct way, it opened into a goblet shape (bulbous shape). Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink was observed in the delivery system. It is unknown if a new device was implanted. The patient is stable,

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment and a 8f size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Two images received from the field appeared to show device deformed in bulbous shape which can not be confirmed. Based on the information received, the cause of the reported device deformity could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024 , a 30mm amplatzer cribriform occluder was selected for an implant using a 8f amplatzer trevisio intravascular delivery system. During the procedure, at the time of implantation, the device did not conform in the correct way, it opened into a goblet shape (bulbous shape). Device was removed from the patient prior to released from the delivery cable. No interaction with cardiac structures during deployment and no angulation or kink was observed in the delivery system. It is unknown if a new device was implanted. The patient is stable.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Two images received appeared to show device deformed in bulbous shape which can not be confirmed. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.